Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator pn 600030510 and sn (B)(4) was received into the lab for analysis. Inspection of the internal components revealed an electrically failed and discolored capacitors at the c49 and c50 locations of the radio frequency control board due to a thermal event. Abnormal functionality of these components prevents setpoint temperatures from be attained as reported from the field. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported event has been isolated to abnormal functionality of the radio frequency control board.

Event description:
This report is to advise of an event observed during analysis confirming a thermal event.